Manufacturer narrative:
As reported in a research article, an alternative percutaneous strategy to treat left atrial appendage closure device migration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature: an alternative percutaneous strategy to treat left atrial appendage closure device migration.

Event description:
The article, "an alternative percutaneous strategy to treat left atrial appendage closure device migration", was reviewed. The article presented a case study of a 69-year-old male patient with liver cirrhosis, permanent atrial fibrillation, history of bleeding from esophageal varices and refractory iron deficiency anemia. It was reported that on an unknown date, a 20mm amplatzer amulet was chosen for implant. A tug test corroborated device stability and color-flow doppler and contrast injection confirmed correct position and full occlusion prior to device release. It was then reported 24-hrs post-procedure during routine transthoracic echocardiography (tte), the 20mm amplatzer amulet could not be visualized at the implant site. A computed tomography confirmed device had embolized to the descending thoracic aorta. The patient was completely asymptomatic and hemodynamically stable. An attempt at device retrieval was made using double arterial approach to snare the device but ultimately aborted due to significant resistance and potential aorta damage during the attempt. It was then decided to implant an e-xl (jotec) 28x32x100 mm stent with to "crush and secure" the embolized device in the thoracic aorta. [The primary and corresponding author was arianna giannitto giorgio, interventional cardiology unit, general university hospital of ciudad real, ciudad real, spain, with corresponding e-mail: ariannagiannitto@gmail.com].